Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: info not provided by affiliate. D5,6;h4: info unavailable, device not returned for analysis.

Event description:
The device was used during an unknown procedure. It was reported by the rep, the instrument jammed and broke. There was no consequence to the pt.